Manufacturer narrative:
Additional information: the cycler was returned for evaluation. Visual inspection of the cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. Functional tests were performed and cycler passed all tests. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. The patient reported feeling full and was having difficulty breathing: drain 0: 0ml fill 1: 1999ml drain 1: 1791ml fill 2: 1795ml drain 2: 1806ml fill 3: 1795ml drain 3: 1791ml fill 4: 1795ml drain 4: 1806ml fill 5: 1795ml drain 5: 1803ml fill 6: 1795ml drain 6: 3601ml the reported drain volume of 3601ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2016, the patient¿s symptoms of feeling bloated and having difficulty breathing, and the signs of drain complications were resolved.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. The patient reported feeling full and was having difficulty breathing: drain 0: 0ml fill 1: 1999ml, drain 1: 1791ml fill 2: 1795ml, drain 2: 1806ml fill 3: 1795ml, drain 3: 1791ml fill 4: 1795ml, drain 4: 1806ml fill 5: 1795ml, drain 5: 1803ml fill 6: 1795ml, drain 6: 3601ml the reported drain volume of 3601ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2016, the patients symptoms of feeling bloated and having difficulty breathing, and the signs of drain complications were resolved.